Manufacturer narrative:
The balloon catheter 2af283 with lot number 27742 and data files were returned and analyzed. The files showed system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was found on the day of the event. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to system notice #50005 upon connecting the catheter. Dissection and pressure testing revealed the guide wire lumen was twisted and breached at 1.41 inches from the tip. There was no liquid inside the balloons, but the leak detection wires had corrosion and short circuited. In conclusion, the balloon catheter failed the inspection due to guide wire lumen breach and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.